Event description:
Another health care professional reported that excessive occlusion sound during cataract surgery with intra ocular lens implant. The surgery was completed on the same day by replacing cassette. There was no information about patient impact. This report pertains to the cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.